Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4: batch # 774c59. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned in the closed position with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the anvil. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 774c59, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a gastric sleeve, the stapler once they put in the reload and the slr and they closed down to get the slr to be activated they were unable to reopen the stapler by pushing the gray level forward. The device was stuck. They push the home button. There was no change. The battery was removed and replaced. The device did not work. Case was completed with a like device. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please confirm if "pushing the gray level forward" it means the firing trigger or the manual override lever? Squeezing the closing trigger ( grey color). Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device? Squeezing the closing trigger while simultaneously depressing the anvil release button did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.